Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 was found to have an infusion problem. The reporter stated "the planned infusion was meant to be 90ml of the fluid delivered at 7ml/h". This was delivered and 90ml/h which strongly implies user error in this instance. The infusion was started on (B)(6) 2024. The infusion was intended to run for 12 hours 52 minutes (7ml/h 90ml total infusion). The delivery issue was noted on 15-nov-2024. There was no patient involvement. The customer suspects the pump was programmed incorrectly but has not been able to confirm.

Manufacturer narrative:
The device had a damaged case. There were no major alarms in the alarm history. The device passed all pci functional tests apart from visual inspection. The complaint was not confirmed. The probable cause could not be identified. The damaged parts were replaced. The device passed all further testing. Test instruction asked for logs download. These were downloaded and sent for analysis. After a review of the event logs, the event logs analysis team concluded: engineering summarizes that: there was a single programmed infusion during the specified time period (on (B)(6) 2024) and that one was programmed by user keypresses for a rate of 90 ml/hr and a duration of 12:00 hours (producing a calculated vtbi of 1080 ml). This infusion was stopped three times: first, almost immediately on starting, by a distal air bolus alarm. Resumed by user pressing [start]. Second, by the user pressing [stop]. Resumed by user pressing [start]. Third, after a total of 5:42:01 hours of infusing by a proximal air in line an alarm. In all the infusion delivered 512.5 ml with a calculated delivery accuracy of 0.1% by volume. Engineering evaluates the infusion delivered at 90 ml/hr because it was so programmed by user keypresses. The pump further delivered accurately (within design tolerance) and performed correctly per design.